Event description:
Report received from the USA stating that the device had an unk substance mixed in with the oil. It is known that the device was not used in surgery. There were no patient or user injuries reported. It is known that there was no medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).